Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with the set screw having l1-5 open degenerative fixation and spinal fusion for stenosis. It was reported that cross threading of set screw was observed and it was leading to damaged thread. There was no patient symptoms reported. There was delay of approximate 20 minutes in the overall procedure time. No revision surgery planned/ occurred as a result of the event. There were no further complications reported regarding the event.